Event description:
Customer reported device base caught on fire. Customer stated that nothing had been done to the base. No treatment. A request was made for return product and replacement product was sent.